Manufacturer narrative:
Concomitant medical products: extension model 37081 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; lead model 3777 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na; lead model 3777 serial # (B)(4) implanted: (B)(6) 2007 explanted: unk; patient programmer model 37742 serial # (B)(4) implanted: na explanted: na.

Event description:
The patient's doctor confirmed that it was unknown why there were high impedances and was planning on doing a revision surgery to find the issue and to resolve it. It was unknown at this time when this surgery will be. The patient outcome at this time was they are not receiving effective therapy.

Event description:
Additional information received reported that the extension was originally repositioned because it was moving closer to the surface of the patient's skin, causing discomfort.

Event description:
It was reported that a loss of therapeutic effect occurred. Specifically, the lead located in the cervical region was not getting c overage or stimulation. The symptoms started one week following an unrelated medical procedure where the extension was buried deeper. Cervical lead impedance measurements for contacts 8 through 15 were all 20000 ohms to 40000 ohms. It was possible that there could be a disconnection at the lead/extension or an open circuit. The patient felt some tingling around the lead/extension connection during programming but not a lot. Additional information received reported that programming was performed on (B)(6) 2012. The issue did not resolve. Stimulation was attempted to be reprogrammed at c2. The patient did not feel stimulation in the left arm as needed but at the site of the patient's battery. Impedance check done was at 0.7 volts and 3.0 volts and read out of range >40000 ohms on multiple electrodes of 8-15 lead. No diagnostic testing was done. The patient was scheduled for an appointment with their healthcare provider (hcp) to discuss revision options. Additional information has been requested, but was not available as of the date of this report.